Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their jaw hurts and pops. Also, noted damaged tooth in lower bottom and sensitivity which is new. Provided information on tmj and sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.